Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does shows multiple battery pulls which could be user or device related. The device was disassembled and hardware checked with no findings noted. The battery connection lugs were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.